Manufacturer narrative:
(B)(4). Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
Episodes of noise were noted on the lead and externalized conductors were confirmed via x-ray examination. The non-abbott ICD was deactivated and the riata lead was only being used to sense as the patient no longer needed therapy. Many months following the noise episodes, the patient presented to the emergency room due to an alert. The stimulation impedances were out of range. The tachycardia therapy was deactivated and the lead remains implanted. No further intervention was performed. The patient is stable.